Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few hours after implant, a chest x-ray revealed this right atrial (ra) lead was dislodged leading to loss of capture (loc). The patient underwent a revision in which the lead was repositioned to solve the issue. However, the lead showed loc again during the pre-discharge check. A computed tomography (CT) scan confirmed the ra lead had dislodged a second time. As result, the patient was transferred to a second facility wherein the lead was extracted and a new ra lead was implanted. No additional adverse patient effects were reported.